Manufacturer narrative:
Cancellation report is being submitted due to additional input being received on 21-nov-2024. File is to be cancelled based on clinical input input provided ¿the stent placement group was 46 patients, not 115 patients with stents. Papillary stenosis is one of the complications of endoscopic papillectomy that led to the jaundice/biliary obstruction,1 no differences between stent and non-stent group, therefore, this jaundice/biliary obstruction was irrelevant to cook stent.¿

Event description:
Cancellation report is being submitted due to additional input being received on 21-nov-2024. File is to be cancelled based on clinical input input provided ¿the stent placement group was 46 patients, not 115 patients with stents. Papillary stenosis is one of the complications of endoscopic papillectomy that led to the jaundice/biliary obstruction,1 no differences between stent and non-stent group, therefore, this jaundice/biliary obstruction was irrelevant to cook stent.¿

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Wang, 2023 ¿ article title. Long-term follow-up of endoscopic papillectomy and the value of preventive pancreatic stent placement "115 patients who underwent ep at (B)(6) hospital ((B)(6) china) between january 2012 and december 2018 were retrospectively analysed. Endoscopy was performed at 1, 3, 6, and 12months after ep. Data were statistically analysed using the t-test or the mann¿whitney u test.". Per table 2, three patients experienced jaundice/biliary obstruction. This file captures the jaundice, biliary obstruction associated with the exceeding indwell period. Patient outcome: endoscopic diagnostic procedure. Patient/event info - notes: 46 patients male, an. Age 53.7.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following additional clinical input received 21-oct-2024. Correction MDR report scheduled to remove 'use error from file -description of event and a code updated. Wang, 2023 ¿ article title. Long-term follow-up of endoscopic papillectomy and the value of preventive pancreatic stent placement "115 patients who underwent ep at changhai hospital (shanghai, china) between january 2012 and december 2018 were retrospectively analysed. Endoscopy was performed at 1, 3, 6, and 12months after ep. Data were statistically analysed using the t-test or the mann¿whitney u test." Per table 2, three patients experienced jaundice/biliary obstruction. This file captures the jaundice, biliary obstruction. Endoscopic diagnostic procedure. 46 patients male, an. Age 53.7.